Event description:
It was reported that one day post implant of implantable pulse generator (ipg) system the patient passed away. Upon discharge home, the patient experienced out of hospital cardiac arrest. Patient was found passed out and unconscious by relatives. Ems commenced advanced cardiac life support measures by providing CPR, administrating medications and providing external defibrillation when required. Upon arrival to hospital life-saving measures were continued but to no avail and the patient was pronounced dead. Cause of death was noted as cardiac arrhythmia, cardiomegaly and occlusive pulmonary thromboemboli. It was further noted that there was allegation that the implantable pulse generator (ipg) did not not perform as designed or marketed and suspected battery depletion was further claimed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.